Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported during use that cs100 intra-aortic balloon pump (iabp) alarmed maintenance code 4. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) states, the instrument alarms maintenance code 4. Replaced the pcb mainboard. The instrument is running normally after startup and the function test is normal. It is now ready for user use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5. A getinge field service engineer (fse) states the customer not had the repair yet. Fse will update in time if there are any problems later. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cs100 intra aortic balloon pump (iabp) instrument alarm maintenance code 4. There was patient involvement however, no adverse event reported. No casualties, the patient has been replaced with another brand of instrument.